Manufacturer narrative:
Upon device return and inspection, it was observed that the guidewire lumen was no longer adhered to the tip of the spline cage. Due to the delamination of the guidewire lumen from the tip of the spline cage, deployment of the catheter was not possible. The device was dissected to look for any abnormalities that could have contributed to the delamination of the guidewire lumen. Nothing out of the ordinary was noted. With all the available information, boston scientific confirmed cause of the reported clinical observation of deployment difficulties. It was noted that the guidewire lumen was no longer adhered to the tip of the spline cage. Due to the delamination of the guidewire lumen from the tip of the spline cage, deployment of the catheter was not possible.

Event description:
Reportable based on analysis completed on 26apr2024 it was reported that the catheter slider mechanism broke. During a pulsed field ablation (pfa) procedure, a farawave pulsed field ablation catheter was selected for use. The left superior pulmonary vein and left inferior pulmonary veins were treated. Toward the end of the procedure, after the first flower application to ablate the right superior pulmonary vein, the slider mechanism broke. The patient did not have any tortuous anatomy. The catheter had been manipulated as usual, and there were no issues with the wire. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis. However, analysis revealed that the guidewire lumen was no longer adhered to the tip of the spline cage,